Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose and insulin pump had blank display. The customer blood glucose level was 27 mg/dl at the time of incident and current blood glucose was 150 mg/dl. Customer treated with food. Troubleshooting was performed for low blood glucose level. The product will be returned for analysis.